Event description:
According to the available information the dynamic anchor broke in half while positioning the dynamic anchor.

Manufacturer narrative:
Based on the information received and review of the returned components, quality confirmed that the dynamic anchor was detached from the tensioner. Based on the blood residue noted on sling, the detachment of the dynamic anchor most likely occurred during the tensioning process. No information was received to indicate if any difficulties were noted during the tensioning process that may have contributed to the reported complaint. The lot number was reviewed for complaint trend, nonconforming report and CAPA. There was a historical CAPA opened by the supplier for this failure mode. It was verified this lot # pre-dates the implementation of corrective actions and therefore, it can be expected to possibly exhibit the failure mode (dynamic anchor separation) due to a production issue. Based on information indicating no difficulties during tensioning and the supplier investigation verifying this lot may be subject to a manufacturing defect, it will be concluded the dynamic anchor separation likely occurred due to the manufacturing issue. The supplier has been notified of the additional complaint for tracking purposes. The hhe will be assessed for impact of another complaint identified associated with this root cause.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information the dynamic anchor broke in half while positioning the dynamic anchor.